Manufacturer narrative:
Section d4 serial # of the initial medwatch report indicates: (B)(6). Section d4 serial # of the initial medwatch report should have indicated: (B)(6). This report is a duplicate of medwatch report # 0003015876-2023-01295.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.